Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37761, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 8590-8, lot# n210800, implanted: (B)(6) 2009, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient . Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 8590-8 , lot# n206781, implanted: (B)(6) 2009, product type: accessory. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37761 serial# (B)(4), product type: recharger. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(6). (B)(4). Analysis of the desktop charger (B)(4) found that the connector pins were broken.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, degenerative disc disease and cervical radiculopathy. It was reported that the implantable neurostimulator recharger (insr) was not charging. It was noted the connector pin broke off the patient's recharger. The anomaly appeared to have occurred through product use. The patient's device was discharged but not overdischarged and the manufacturer's representative (rep) was able to initiate recharging on both implantable neurostimulator (ins) batteries. The patient had increased pain due to the stimulators not working for the last two to four weeks prior to the report. The patient last felt stimulation about seven to 10 days prior to the report. After the patient received her new desktop charger she was able to fully recharge both of her ins's and was receiving effective therapy.